Event description:
It was reported physician replaced implantable neuro stimulator (ins) system that had not been working for yrs. The impedances were high and the pt was not getting stimulation. Discuss replacing old lead and extension. Impedance reading was >10000 ohms. At the time of this report, no further details were reported. Additional info was requested and will be provided when it becomes available. Refer to MFR report # 6000032-2010-08577.

Manufacturer narrative:
(B)(4).